Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer performed a cartridge and infusion set change and an additional occlusion alarm was received. The customer's blood glucose (bg) level was 392 mg/dl and a manual injection was administered to address the bg level. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set site as they did not believe there were experiencing site issues. Reportedly, the pump was worn against the customer's skin. The customer was to being wearing their pump in a case.